Manufacturer narrative:
Lot number was not provided; therefore, review of the manufacturing records could not be completed.

Event description:
It was reported that the bonding connection between dpt and merit flush device (squeeze type) was found not bonded during prep. The product was not used and no patient injury occurred.

Manufacturer narrative:
No sample was returned because the device was discarded. Without return of the product, the complaint could not be confirmed, nor could potential contributing factors be identified. No actions will be taken at this time.